Manufacturer narrative:
Section b3: date corrected manufacturer¿s investigation conclusion: the evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), did not reveal any device-related issues. (B)(6) was returned assembled with the pump cable severed approximately 8¿ from the pump housing. The remainder of the pump cable, as well as the modular cable, was not returned. The sealed outflow graft was secured to the pump cover outlet port. The outflow graft bend relief was attached at the graft hardware. The apical cuff was not returned. Examination of the blood-contacting surfaces of the device did not reveal any depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device log files retrieved from the returned device appeared to capture the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including infection, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management,¿ lists infection as a late potential post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions regarding how to prevent infection, as well as suggested responses in the event of infection, are outlined in this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The source was driveline to mediastinum. Cultures were identified as gram positive haufenkokken, staphylococcus aureus. The patient was discharged on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a renewed infection up to the pericardium. A pump exchange was successfully completed (B)(6) 2024. Historically relevant report of initial infection is covered under MFR 2916596-2021-04066 history of abscess formation if covered under MFR 2916596-2024-04876.